Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, this type of device damage is consistent with the continuous activation of the device without any tissue in between the grasping section and probe. This report will be supplemented if additional information becomes available at a later date.

Event description:
Olympus was informed that during a laparoscopic procedure, the teflon pad melted. The procedure was successfully completed using a different but similar device. There was no patient injury reported.